Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2012-01082 addresses the first dreamtome, while manufacturer report # 3005099803-2012-01083 addresses the second dreamtome. It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, during the procedure, the tip of the catheter was placed inside the papilla, and when the physician pulled the handle to prepare the cutting wire, and applied electric current to cut the sphincter of the papilla, the cutting wire broke. They took another dreamtome and the same event happened. No portion of the cutting wires detached from the device. The procedure was completed with a third dreamtome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2012-01082 addresses the first dreamtome, while manufacturer report # 3005099803-2012-01083 addresses the second dreamtome. It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2012. According to the complainant, during the procedure, the tip of the catheter was placed inside the papilla, and when the physician pulled the handle to prepare the cutting wire, and applied electric current to cut the sphincter of the papilla, the cutting wire broke. They took another dreamtome and the same event happened. No portion of the cutting wires detached from the device. The procedure was completed with a third dreamtome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that the device returned with the working length was twisted. The cutwire broken, bent and the broken ends discolored/blackened. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. Further analysis of the cutting wire found it broke at approximately 27 mm from the distal pierce hole. The proximal pierce hole appeared discolored and melted (likely due to operational context) and due to this the proximal end of the cut wire could not be extended out of the proximal pierce hole. The outer diameter (od) of the exposed cutwire was measured and met specification. The condition of the returned incident device was consistent with the complaint that the cutwire broke. During manufacturing, tome devices are 100% inspected so the cutwire break likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.